Event description:
The pump was returned for recurring loss of prime warnings. Investigation found that a dislodge force sensor circuit component and an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2013. The product was investigated on (B)(4) 2012 with the following findings: a review of the pump black box history revealed that loss of cartridge detection had occurred. During the load cartridge step, the pump failed to detect the cartridge. During evaluation the force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component was found to be dislodge on the printed circuit board. (B)(6).